Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump would intermittently work. There was no reported adverse impact to the customer. The customer was unable to provide additional detail regarding the allegation. Reportedly, the customer reverted to manual injections for insulin therapy.